Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 50 mg/dl, 250 mg/dl, 50 mg/dl, and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor 0jw95aecu has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Sensor was unable to scan after de-casing. An extended investigation has been performed. Visual inspection was performed on the returned sensor and found no issues observed upon visual inspection of the pcba. The sensor event log was unable to be extracted. Bench testing was performed on the returned sensor. The returned sensor was placed on the evm (evaluation module), and was verified to be unable to scan with the observed error message inventory command failed. Due to the inability of the sensor to scan, further functionality testing was unable to be performed. The issue of the sensor exhibiting low glucose readings is unable to test due to the returned sensor being unable to scan, which was an indication that the board was damaged during de-casing. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 50 mg/dl, 250 mg/dl, 50 mg/dl, and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. It is unknown if the customer observed a trend arrow. There was no report of death, serious injury, or mistreatment associated with this event.